Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a faulty charged coupled device, which was broken because water entered from the camera head, led to the malfunction resulting in the no image issue. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head no longer gave an image and it went completely black. The customer tried to clean the contact to the camera head and "tweak" the contact with the processor, but that didn't help. The customer also tried a setup with a different exera ii processor and monitor at the workshop, but got the same error. The issue was found before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was found there was a leakage near the focusing ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.